Event description:
This report cites three incidents of leaking infusion sets during chemotherapy (5fu) treatment. The sets involved belong to a single set catalog-number and a single lot number. There is no report of pt injury.